Event description:
It was reported that a patient underwent an intra-peritoneal onlay mesh placement on (B)(6) 2012 for an incisional hernia after a cholecystectomy and the mesh was fixated with straps using a double crown technique. No fascial sutures were placed. The patient showed up at the general practitioner with elevated inflammation data and signs of discomfort but without any recognizable postoperative disease. The patient underwent a re-operation on (B)(6) 2012. The mesh had slipped into the hernia gap on one side. The mesh was explanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07036. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no actual product was returned for evaluation. Photos of the actual product were returned and reviewed. According to the photos received the initial mesh fixation did not appear adequate which could have resulted in the partial mesh detachment during the early post-operative stage, depriving any opportunity for proper tissue incorporation into the entire mesh.